Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments was returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. In addition to the returned physical sample, one electronic photo was provided for review. The photo shows one powerport isp MRI implantable port attached to a groshong catheter in two segments. In visual evaluation, a compound break was noted approximately 0.7cm from the proximal end of the distal catheter segment. A complete circumferential break and a partial circumferential break was noted on the distal catheter segment. The edges of the complete circumferential break and the partial circumferential break on the distal end of the attached catheter were noted to be uneven. Upon infusion, leaks were observed from the breaks on the distal catheter segment. Therefore the investigation is confirmed for the identified catheter fracture and material separation issue. However the investigation is inconclusive for the reported suction issue as the exact circumstances at the time of the reported event was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 12/2023), g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post port placement, the port was unable to be aspirated during implanted central venous access port access with the non coring needle. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. Expiration date: 12/2023. Device pending return.

Event description:
It was reported that sometime post port placement procedure, the port was unable to be aspirated during implanted central venous access port access with the non coring needle. It was further reported that the catheter fracture was suspected as per the chest x-ray examination. There was no reported patient injury.